Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an orif surgery for fracture below the stem on femoral shaft with the product in question. Eight months after the surgery, a secondary fracture occurred at the distal end of the plate. On (B)(6) 2026, the screws distal to the plate were removed, and open fixation was performed using rfna. During surgery, the screw broke off when it was removed in preparation for 240mm nail insertion. The screw fractured segmentally, with the tip remaining in the medial cortical bone and the middle portion in the lateral cortical bone to the medullary cavity. Only the screw head was removed. Since it was difficult to use a shorter nail for proximal interlocking, 240mm nail was used for fixation as planned. As a result, the distal portion of the nail protruded slightly less than 10 mm. The surgery was completed successfully within 30minutes delay. The surgeon commented that it was presumed that considerable stress had been placed during the period between the previous orif surgery and bone union. No further information is available. This pc is related to (B)(4) which reports about a secondary fracture. This pc reports about the screw breakage, remaining in the patient body and nail protrusion.